Manufacturer narrative:
Technician found this bed in the maintenance shop. The head of the bed will not lower when you hit the foot CPR lever. Adjusted the CPR linkage to resolve this issue.

Event description:
The head of the bed will not lower when you hit the foot CPR lever. Bed found in the maintenance shop at this account, there was no incident report filed by this account to explain what happen to this bed.